Manufacturer narrative:
D.4 catalog number, serial number, lot number, and unique identifier (UDI) # are unknown. H.4 device manufacture date is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp stopped when performing an automated impella controller (aic) to aic transfer. The impella cp did not restart again even when it was reconnected to the original aic. The patient was reported to be stable on extracorporeal membrane oxygenation.

Manufacturer narrative:
Console logs were not provided for analysis. Consoles involved in the complaint were not returned. Pump 568751 has been returned and was investigated under (B)(4).